Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The clips did not close. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.